Event description:
There was a patient involved in this event. The patient survived. The device malfunctioned because there seems to be a gap in the event data log during use, no recording of the shock given.